Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the doctor found that the balloon ruptured and leaked during endotracheal intubation, and the patient's physiological response (body temperature: 36.8 c; breathing: 33 breaths/minute; pulse: 119 beats/min; blood pressure: 98/73mmhg; peripheral oxygen saturation: 80). No report of patient injury.